Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrent with a bilateral salpingo-oophorectomy on (B)(6) 2006 due to peritoneal endometriosis, interstitial cystitis, grade 2 cystocele and mesh was implanted. It was reported that following implant the patient experienced pain, erosion, urinary problems and dyspareunia. It was reported that patient underwent excision of mesh and partial vaginectomy on (B)(6) 2007 due to dyspareunia, pelvic pain, foreign body reaction and mesh erosion. It was reported that patient underwent burch urethropexy on (B)(6) 2009 due to recurrent stress urinary incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with cystoscopy due to pelvic organ prolapse.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.